Event description:
A patient underwent aortic valve replacement with this 23mm trifecta valve in 2012. The patient presented with shortness of breath and was diagnosed with aortic insufficiency. The valve was explanted and the patient is recovering well.